Event description:
It was reported that during a left internal and common carotid stenting procedure, and after stent placement, the patient experienced a brief transient ischemic episode lasting 18 seconds. That evening, the patient complained of a headache which was treated with tylenol and darvocet with resolution of symptoms. The next morning, the patient was found to have right inferior quadrantanopsia. At that time, the patient reported that there's been some trouble with her vision, looking off to the right, for the last three weeks, but had not told anyone about it. A head CT was taken showing no acute abnormalities or significant signs of recent infarct in the occipital areas. The patient was discharged one day post procedure. There is no additional information available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.